Manufacturer narrative:
The product was returned to our facility and sent back to the manufacturer for further analysis on (B)(6) 2026. Manufacturer provided investigation findings on (B)(6) 2026.

Event description:
End user stated that their syringes are bending when trying to use them. I.s returned/replaced.